Event description:
The customer's mother reported her daughter's blood glucose, carbohydrate intake and insulin history is as follows: upon deactivation, she noticed the cannula was kinked.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.